Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the device needed to be repaired due to a damaged comb. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device has not been returned for regular pm. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. H3 other text: evaluated by external contractor.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1: telephone number: (B)(6). This medwatch is being filed to relay additional information. Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the quote for repair is for a damaged comb. Additional information was received indicating that this event occurred before surgery. There was no harm, no delay, and no graft impact. No adverse events were reported as a result of this malfunction.